Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were straight forward. It was reported that one week post discharge the patient presented with chest pain, the patient had a cva. The CT revealed that the patient's carotid artery was occluded and the left iliac artery was also occluded due to the patient's hypercoagulable state. The physician performed a carotid endarterectomy but the patient expired.

Manufacturer narrative:
Results: inherent risk of procedure (death, cva). Patient's condition affected effectiveness of device (hypercoagulable state). Conclusion: device failure/lack of effectiveness related to patient condition (hypercoagulable state).